Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was seen in the clinic for a follow up on (B)(6) 2015. Patient had complaints of worsening lower extremity edema and shortness of breath. The patient¿s medication was increased and was instructed to follow up in 4-6 weeks. The patient was presented to the ER on (B)(6) 2015 with complaints of vomiting and shortness of breath. Pneumonia was noted under chest x-ray and lab revealed elevated potassium level. Patient was admitted and treated with antibiotics and discharged (B)(6) 2015. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.